Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive when delivering a bolus correction. The patient reportedly was able to get the keypad buttons to respond again after several attempts and then stated that buttons again became unresponsive. The reporter denied damage to the keypad and denied that there was moisture inside the pump. There was no indication that the pump was cleaned. The patient indicated having a blood glucose value of (bg) value of 368 mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the buttons were found to be appropriately responsive. The keypad cover was removed for investigation and did not reveal any contamination under or around the button contacts. There were no damaged or misaligned contacts. No defects were found.